Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400664891. 1. General information: complaint: (B)(4) 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 12047. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No abnormalities could be found in the device and alarm history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (44-05-000) on the lower housing were intact and undamaged. The device is slightly dirty and a kinked ribbon cable of the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,39 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,01 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,87 bar (should be: 1,8-2,5 bar) pmin: is: 1,51 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,76 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,27%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24d21e8st1 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: patient was prescribed a bag of intravenous fluids to go over 12 hours ,me and my staff nurse working on male side started the fluids crosschecked the prescription, could not scan as rover was not working and the computer on wheels was not working in treatment room and pump, desired rate was going through crosschecked by both nurses, informed patient as well fluid will run for 12 hours and informed assigned nurse as well to kindly monitor, assigned nurse came to us in a while and stated the fluid bag is almost over, me and my staff nurse went and checked the pump it appeared faulty as the set dose rate and time was still correct, unsure how the fluids had finished, monitored room for leaks or pump for leaks unsure if the medication had leaked as the room had been be cleaned, discarded the bag, apologised to patient, asked assigned nurse if the pump was beeping or if any leaks had happened she said she was unaware as she did not attend to the patient once the fluids were commenced and did not monitor patient, vitals checked patient was stable, patient reported that she is feeling ok and did not express any concerns, night staff taking over informed of incident she will inform on call doctor about this, the pump was sent for repair. Mhra incident information - nature of incident bag of IV fluids prescribed to patient for 12 hour duration. Clinical staff checked patient and fluids had been administered within the space of 1.5hrs. Prescription and pump checked by staff on administration, no issues reported. On finding fluids had run out no IV leak, device alarm reported. Note: "gave fluid at a rate of 83.3 but gave il over 1.5 hours. Still, ready fluids remaining when empty".